Event description:
The customer contact reported air was noted in the tubing distal to the pump with no pump alarm. It was reported that after an unspecified length of time in use, a nurse noted "large chunks of air appear to pass cassette." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The list for the device in use is unknown. The customer identified two possible list numbers 16026 and 16027. This report represents all the information known by the reporter upon query by hospira personnel.